Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 354.6770. Technical support: pressure sensor: informed most likely due to pressure sensor and recommended replacing. Customer will move forward with replacing pressure sensor. A serial number was not provided therefore a review of the device history record cannot be performed. No device will be returned per customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. The tech recommended replacing the pressure sensor. There was no patient involvement.